Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. The physician inserted the was with the pigtail catheter and positioned both devices in the laa of the patient. The patient coughed and took a deep breath, which resulted in the patient's blood pressure dropping. The patient was administered atropine and received cardiopulmonary resuscitation for five (5) minutes before their blood pressure returned to normal. The procedure was ended and no closure device was implanted in the patient. The patient was sent to intensive care to recover. No other complications were reported to have occurred as a result of this event. It was further reported that the patient had liver damage and bled into their abdominal cavity as a result of this event. The patient did not recover from this event and the patient died.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the watchman fxd curve access system, part #m635ts80020 batch #0037724578. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the watchman fxd curve access system was disposed of by the facility therefore returned device analysis could not be performed. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The instructions for use list hypotension, bleeding (major hemorrhage), air embolism, and death (medication required, resuscitation, intensive care) as known adverse effects of the device. Investigation conclusion: based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure. Bsc has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the pigtail catheter and positioned both devices in the laa of the patient. The patient coughed and took a deep breath, which resulted in the patient's blood pressure dropping. The patient was administered atropine and received cardiopulmonary resuscitation for five (5) minutes before their blood pressure returned to normal. The procedure was ended and no closure device was implanted in the patient. The patient was sent to intensive care to recover. No other complications were reported to have occurred as a result of this event.

Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the pigtail catheter and positioned both devices in the laa of the patient. The patient coughed and took a deep breath, which resulted in the patient's blood pressure dropping. The patient was administered atropine and received cardiopulmonary resuscitation for five (5) minutes before their blood pressure returned to normal. The procedure was ended and no closure device was implanted in the patient. The patient was sent to intensive care to recover. No other complications were reported to have occurred as a result of this event. It was further reported that the patient had liver damage and bled into their abdominal cavity as a result of this event. The patient did not recover from this event and the patient died.